Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain in groin, soft tissue damage, fluid collection and elevated metal ion levels. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed. Pain in groin, soft tissue damage, fulid collection and elevated metal ion levels reported.

Event description:
It was reported that a left hip revision surgery was performed on (B)(6) 2017 due to pain in groin, soft tissue damage, fluid collection and elevated metal ion levels. The outcome of the patient is unknown.